Event description:
Complainant alleged that a pt suffered a witnessed cardiac arrest. The pt was immediately given CPR by the witness. Upon the medics arrival, the pt was presenting an asystole heart rhythm. The complainant indicated that the pt was down for forty minutes prior to any shocks being administered to the pt. The medics analyzed the pt's heart rhythm, but the device issued a "no shock advised" prompt three times to shockable pt heart rhythm. The device again analyzed the pt's heart rhythm, and the device gave a "shock advised" prompt. The pt was shocked once at 200 joules. The pt was transported to the hospital. Upon the pt's arrival at the hospital, the pt was presenting a ventricular fibrillation heart rhythm. The pt subseqeuntly expired.